Event description:
It was reported that the patient called the hospital team as the pump was having a low flow hazard alarm while connected to the mobile power unit. The patient was clinically stable and came to the hospital. The hospital team observed the pump parameters and the system controller showed no flow and all the other parameters seemed similar to the last follow-up consultation. An echocardiogram was performed and showed that the pump was working normally. The patient's controller was replaced with their backup controller and all the parameters were good including flow.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed the reported low flow alarm. The controller event log file contained data from 1:26:16 on (B)(6) 2021 through 9:13:40 on (B)(6) 2021, per the timestamps. The file captured the estimated flow ranging from 3.3-4.1 lpm until 2:41:00 on (B)(6) 2021. At this time, flow dropped below the low flow threshold of 2.5 lpm, to 2.2 lpm, activating a low flow fault flag. Approximately 10 seconds later at 2:41:10, a low flow hazard alarm became active due to the estimated flow dropping further to 0.0 lpm. Pump power, pulsatility index (pi), and driveline current values all appeared unchanged while the flow was reading 0.0 lpm. The alarm remained active for approximately 2.5 hours until 5:12:30 when the driveline was disconnected due to the reported controller exchange. There did not appear to be an interruption in pump support during the onset of the low flow issue. The cause of the estimated flow dropping to 0.0 lpm could not be determined. Despite the observed events, the pump appeared to function as intended at the set speed until the driveline was disconnected. The account reported that the patient had woken up to the low flow hazard alarm while connected to the mobile power unit (mpu). The patient was calm, asymptomatic, and clinically stable. The patient presented to the hospital emergency room (ER) where the team performed an echocardiogram which showed the pump operating normally. Upon device interrogation, the system controller showed no flow (0.0 lpm); however, all other parameters appeared to be consistent with values from the patient¿s previous consultation. The team then replaced the patient¿s primary controller with the backup controller, following which, all parameters appeared to be fine, including pump flow. The alarm resolved with the controller exchange and no further treatment was required. The patient was reportedly in stable condition following the incident. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20dec2018. The heartmate 3 lvas IFU, rev. G and the heartmate 3 lvas patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.